Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up concluded that the patient's source electrogram (egm) would be changed at their next office visit to monitor the source which triggered the observation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an observation for low pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.